Event description:
Rptr had bilateral breast augmentation with saline implants. Rptr now suffers from rt breast capsular contraction, and rupture. Rptr is awaiting at this present time for removal of the implants. These problems have caused pain, weakness and impairment of movement of the rt side of body.